Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down and ok keypad buttons were sticking when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: it was found that all keypad buttons were intermittently responsive and required multiple button presses to respond. There was no visible damage to the keypad. Contamination was present under the contact of all the buttons when the keypad was removed. The audio bolus button was also intermittently responsive and was hard to push. There was a hole visible on the cover of the audio bolus button. It was noted that the internal plug contact was misaligned with contamination present when the audio bolus button cover was removed. Unrelated to the complaint, investigation revealed that the text on the display screen was dim and discolored, making it difficult to read. The faded display was replaced with a test display and the screen appeared to be fully functional and fully illuminated with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.